Manufacturer narrative:
April 6, 2011. Since the device remains implanted, the files from the programmer were reviewed. The files verified the reported behavior. The ICD applied a specific arbitration scheme to store relevant fragments of a long arrhythmia episode and their related event logs, as specified. The analysis confirmed normal operation of both the ICD and programmer software. The ICD can remain implanted without further action. (B)(4). Device remains implanted.

Event description:
Patient received seven 42j shocks during an episode. It was reported that two of the shocks were stored in the episode but the shocks have no annotations or corresponding analysis for the shocks. The files from the programmer were sent to the manufacturer for review. The device remains implanted.